Event description:
It was reported that the battery longevity estimates for the implantable pulse generator (ipg) were shortening faster than the follow-up intervals without any change in pacing percent, outputs, etc. It was also reported that the right atrial (ra) lead impedance has been steadily decreasing. The device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. (B)(4).